Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device involving a thermal product malfunction. Based on the information currently provided and available, the customer stated that about 1.5 years ago they were going to go to bed, turned on the device, and there was smoke and a little fire. There was a plastic burning smell, and the customer does not remember how the flames were extinguished. There was melting and warping about 3 inches around, melted on the top, with no wires exposed. The device was being used with ac power. There is no allegation of serious or permanent harm or injury, and no medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. Should any additional information be received, a follow-up report will be filed.